Event description:
It was reported that the patient experienced scrotal pain with this inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp was explanted and replaced with a tactra malleable penile prothesis. There were no device issues and no further patient complications reported.